Event description:
Report received of a tubing rupture during use with a power injector. The pt was undergoing a CT scan to rule out a pulmonary embolus. It was reported that the power injector was connected to the most distal port of the tubing set, which was connected to a large bore peripheral IV catheter. It was reported that approximately 150ml of contrast was being injected at an unspecified psi and rate when the tubing set ruptured at an unspecified location. The pt received approximately 50% of spilled. The pt and the x-ray technician were sprayed with the contrast media; however, the contrast did not come in contact with their mucous membranes. It was reported that the pt's IV line was clamped and the tubing set was changed. It was reported that the test results were "sub-optimal" and "non-diagnostic". The scan was not be repeated the same day since the pt received 50% of the contrast media. There were no reported adverse pt effects. No medical interventions were required. Though requested, no additional info was provided.